Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system main drawers 4.1 and 4.2 are not detected on bus. A field service engineer (fse) had isolated a power-on failure to drawer 4.1 drawer controller by sequentially disconnecting pyxis bus and retractor band connections, replaced the faulty drawer controller, restored full station operation, confirmed drawer functionality with the customer, performed preventive maintenance, and corrected loose hardware by reinstalling and tightening drawer latch and mounting screws. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and the drawers 4.1 and 4.2 not detected on bus, which located on 1t7e. The customer unplugged all cables in back and isolated to main drawer 4. Reseated all cables and retractor band, still issue persisted. There were no delay, no adverse events or injuries reported based on this event.